Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise sensed on rv lead with small drop in pacing impedance. Device remains implanted. On (B)(6) 2016, the physician decided to plug an lv lead into the rv pacing port and the rv pace/sense is in the lv port.

Manufacturer narrative:
Combination product: yes. On (B)(6) 2025 lead explanted.

Event description:
Noise sensed on rv lead with small drop in pacing impedance. Device remains implanted. On (B)(6) 2016 - on (B)(6) 2016, the physician decided to plug an lv lead into the rv pacing port and the rv pace/sense is in the lv port.